Manufacturer narrative:
Biomérieux investigation reproduced the results identified by (B)(4) customer via testing of the fifteen (15) returned samples with vidas® varicella-zoster igg (vzg), batches 1003869180 and 1004002070. The sample results were determined equivocal or negative. The issue encountered by the customer is not linked with a specific lot. This issue was previously documented based on the results of a comparison study with two other competitor kits. The study concluded there are differences between the three techniques for lower level samples. A large number of equivocal and negative results were observed with vidas® varicella-zoster igg test. Results of the study (in particular the ratio of equivocal results) are under consideration for future vzg development. As described in the package insert, there is a large "equivocal zone" associated with the vidas® varicella-zoster igg assay. Results within the equivocal zone are not considered false results because there is no change of the serological status. Equivocal results should be repeated with a fresh specimen. If it is impractical to obtain a fresh specimen, the assay is repeated with the original specimen. If the sample repeats as an equivocal, the sample should be tested via different method. Vidas® varicella-zoster igg assay only detects igg and is intended as an aid in the determination of immunological experience with varicella-zoster virus. It's primary use is for vaccination follow-up and is not recommended to isolate igg serology results for the diagnosis of varicella-zoster virus (vzv) infection. As recommended in the package insert, if a definitive determination of vzv immunity is required, patients with negative results should be retested by a more sensitive assay. The investigation determined the vidas® varicella-zoster igg assay is performing within development specifications in accordance with the defined negative/equivocal/positive zones.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On (B)(6) 2015 a customer in (B)(6) reported false a negative and borderline result using the vidas varicella-zoster igg kit (ref. 30217, lot 1004002070, expiration date 18-feb-2016). The customer repeated the borderline result with an alternate microplate method (dynex dsx) and obtained a positive result. The customer also retested the negative vidas varicella igg result with the dynex method; positive result was obtained. There was no reported adverse event related to the patient's state of health. Biomerieux has initiated internal investigation.